Event description:
Per the clinic, the patient developed infection at implant site which was treated with antibiotics (type and date not reported), however the patient's device had extruded and subsequently the patient underwent 2 skin flap revision surgeries (date not reported). The issue could not be resolved, subsequently the device was explanted on (B)(6) 2016, it is unknown if there are plans to re-implant the patient with a new device as of the date of this report december 06, 2016.